Event description:
Pt reported the up button on the infusion device has not functioned correctly for the past week. Pt pressed the up button on the day of the report and all of the buttons on the infusion device stopped functioning. He switched to his backup infusion device. The infusion device was replaced and requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.